Manufacturer narrative:
The hill-rom technician found the side rail interface needed to be replaced. Per the hill-rom user manual the advanta bed must be zeroed for the out of bed mode to work properly. For bed with scales, follow the instructions for zeroing the scale. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2017. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side rail interface to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit alarm was not sounding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).